Event description:
Additional information was received 10oct2023. The coating did not peel from the device. The wire/coils unraveled.

Manufacturer narrative:
Additional/corrected information: h6 (annexes a, g). Summary of event: as reported, during an unspecified neurological case and upon removal of a roadrunner the firm lt hydrophilic wire guide, the wire unraveled. A different device was used to complete the procedure and the patient is reportedly well. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns "upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified neurological case and upon removal of a roadrunner the firm lt hydrophilic wire guide, the "coiling on the wire was peeling off". A different device was used to complete the procedure and the patient is reportedly well. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Additional information has been requested.

Manufacturer narrative:
G4: PMA/510(k) # - k182985. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.